Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has the unable to cal messages and could not capture in ECG, but there isn't enough pulse pressure to trigger in pressure. The patient is on ECMO and the surgeon at the bedside says there is almost no pulsatility with the ECMO. They have multiple cables connected to the pump including "slave" external cables for both ECG and pressure. The pump would not capture, so it would not pump. They began to troubleshoot by attempting direct connections with pressure and ECG, but it was challenging to know exactly what they were connecting and disconnecting. A facetime call was done to try to assist. This was still challenging because there were multiple staff at the bedside, including the surgeon with lots of noise and background chatter. It was further challenging because several staff would connect or disconnect cables at times without us knowing while trying to decipher the situation. The surgeon eventually asked everyone to "stop moving" in order to evaluate better. There is a pacer connected to the patient so the surgeon placed the trigger in pacer v/av and it began to capture and pump. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an ECG signal that was difficult to obtain. There was no patient injury reported. It was reported that the issue was related to the patient condition. The electrical activity of the heart was so low that neither the balloon pump nor the philips bedside monitor were able to pick up the ECG. In the end, the patient was defibrillated and they regained the ECG on the equipment. They just had never seen that before where the heart¿s electrical activity was so low that there was no ECG, but still beating. If any applicable information is provided, the investigation will be reopened and processed accordingly.